Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported there was poor communication on the patient programmer (pp). The antenna was confirmed to be secure and the patient attempted to sync with the implantable neurostimulator (ins), but the issue did not resolve. The antenna was unplugged and the pp was placed directly over the ins on the skin and the patient attempted to sync with the ins and the issue resolved. The patient later reported that she received a replacement pp and it was still not working with her antenna. A new pp antenna was requested. The patient also wanted to review how to use the pp without the antenna and she was not able to connect after the first attempt. The patient noted the increase and decrease keys were not functioning. Additional information received from the patient reported she really needed to use the pp because she was having more pain. The patient was getting a "reposition antenna" screen when using her implantable neurostimulator recharger (insr) and poor communication when using her pp. Repositioning the antenna did not resolve the issue, however, the patient was ableto connect with the ins enough to turn stimulation on. The patient could not communicate with another external device. An insr antenna was sent to the patient and it was recommended for the patient to work with her healthcare provider (hcp) to resolve her symptoms. Symptoms reported included increased pain after a fall on (B)(6) 2016. It was noted that the patient had increased pain since she came home from vacation on (B)(6) 2016. The patient noted that she really needed to use her pp to turn stimulation up, but she could not. The patient noted that she had an appointment on (B)(6) 2016 and she would take both of her programmers with her. The patient later reported that first noticed the reposition screen on (B)(6) 2016. The patient also mentioned that she did not charge for a while due to a car accident and then she was sick. The patient noted that the only other "medical" was back surgery in 2012.

Event description:
Additional information received from the patient reported that she has been hurting so badly and has had surgery. The patient stated that the surgery was unrelated to the therapy or device. The patient stated the pain is due to a fall she had in (B)(6) 2016, which was previously reported. The patient fell on a metal bench and landed on her ins, which 'burned and hurt forever.' The patient stated she lost 50% use of her left leg as well, and was waiting to start physical therapy. The patient also re-reported the car accident. The patient's family members met with the rep who brought the equipment but the patient was unable to meet them due to her pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.